Manufacturer narrative:
H10: it is uncertain whether there was deviation from instructions for use on reprocessing steps for the air/water channel. This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. The reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following instructions for use: - detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the video-scope exhibited a whitish foreign material inside the air/water tube. There were no reports of patient involvement.